Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune symptoms manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5109271 that a female patient underwent a breast surgery with two 350cc mentor smooth round moderate profile saline breast prostheses and experienced symptoms including dry mouth, dry eye, brain fog, chronic fatigue, depression, anxiety, back pain, fibromyalgia, intolerances to food, stomach distention, digestive issues, tooth decay, dry hair, red scabs on scalp, hashimoto¿s thyroiditis, swollen tongue, candidiasis , foot swelling, lump on right hand, pain in arms, swelling of hands, sore big toe, ankle swelling, joint pain, weight gain, tachycardia, swallowing issues post-operatively. As a result, the patient underwent explantation on (B)(6) 2022. This report is for the first of two devices.